Manufacturer narrative:
Pending investigation. Concomitant medical products: 12000321019, a10012 - gps implant kit v2, 6726519, 02-012-43-4040 - embase tibiale fit rbk logic cimentee 4f/4t, 6815065, 02-010-02-0340 - composant femoral logic sans ciment t4 droit, 7086551, 200-02-38 - rotule 3 plots diam 38 10mm optetrak.

Event description:
As reported by the knee clinical study, the patient presented with progressive swelling of the right knee with inflammation and purulent discharge from the wound; no fever. The patient was revised and has a synovectomy on (B)(6) 2022. The case report form indicates this event is definitely not related to devices or procedure.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of infection and the subsequent revision cannot be conclusively determined, however, it is most likely related to patient conditions. These devices are used for treatment not diagnosis. Correctional/removal number: z-0026-2022.

Manufacturer narrative:
H2: please disregard prior two reports as this event occurred in france and the device is not approved for use in the us. The event was mistakenly reported.